Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017 due to low blood glucose. The cause of death was pancreatic cancer. The caller stated that the customer had a low of 29 mg/dl and was convulsing when they were found at home. The customer was hospitalized and then taken into hospice care for a day. The caller stated that twice during their hospitalization, the customer had two unexplained lows. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis if it is found.